Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06687. It was reported the pt lost effective stimulation coverage due to lead migration. The pt's octrode leads were replaced with a paddle lead on (B)(6) 2013. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.